Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -14.50/6.00/047 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Refractive surprise was observed and the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information:a4, a5, a6-unk.investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found.claim# (B)(4).